Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 of a -10.0/2.0/095 (sphere/cylinder/axis) may have a possible adverse event or malfunction. No further information at this time has been provided.

Manufacturer narrative:
A4-a6:unk claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticmo12.6 -10.0/2.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens was explanted on (B)(6) 2023. Reportedly, "the patient had muscae volitantes and often complained the pain around the eye so she required the lens extracted." Claim# (B)(4).